Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The actual cause of the venous air alarm cannot be determined, however, it was most likely due to difficulties experienced with blood flow from the pt's catheter during treatment. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and will provide add'l training regarding treatment procedures and troubleshooting. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being field as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The air alarm was attributed to catheter flow issues which did not resolve after repositioning of the needle. Only partial rinseback could be completed resulting in an estimated blood loss of 100cc. No medical intervention was required.